Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple bent infusion set cannulas occurred. The customer experienced a blood glucose of 580 mg/dl with a ketone level identified as dangerous (diabetic ketoacidosis) and felt sick. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and insulin. Reportedly, customer was rel eased from the hospital on (B)(6) 2019. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and the infusion set type; however, the customer did not respond.